Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: two photos were provided. They show the certificate for 60ml products and the case box label as 50ml, and products marked as 50ml. During the transition from 60ml to 50ml the sap system was moved back to 60ml while the manufacturing site was producing 50ml products. During that period the certificates were generated by the system as 60ml since the sap was set it as 60ml. Now the system has been moved back to 50ml; therefore, certificates to newer lots are 50ml same as the products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9275461 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: hypodermic platform business strategy. Rationale: CAPA not required at this time.

Event description:
It was reported that the coa for 4 50ml bd luer-lok¿ tip syringes' referenced them as "60 ml syringes". The defect was noticed before use. The following information was provided by the initial reporter: "we recently ordered/received four boxes of material #: 309653, batch #: 9275461, and the corresponding coa for this product references ?60ml? Syringes for their ?product name?"